Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse event of peritonitis, which required the removal of the patient¿s pd catheter (not a fresenius product). The etiology of the serious adverse event(s) is unknown; therefore, causality could not be established. However, during intake the serious adverse event(s) was not attributed to any malfunction or deficiency of a fresenius device(s) and/or product(s). Nonetheless, it should be noted that a lack of clinical follow-up information precluded a more comprehensive investigation. Based on the limited information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse event(s). There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
On 24/oct/2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis \[cc(pd)]" utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis and was given a referral to have her pd catheter (not a fresenius product) removed. Subsequent attempts to obtain additional clinical information (e.g., causality, medications, demographics, modality change) were unsuccessful.

Event description:
On (B)(6) 2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis \[cc(pd)]" utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis and was given a referral to have her pd catheter (not a fresenius product) removed. Subsequent attempts to obtain additional clinical information (e.g., causality, medications, demographics, modality change) were unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.